Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). The customer services their own equipment thus no service activity will be performed by livanova. Through follow-up communication livanova learned that the customer is going to replace the motor control board to solve the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 double head pump gave a motor control failure error message during procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: based on the current level of information, it cannot be ruled out that a defective motor control board could have led to the reported error message.

Event description:
See initial report